Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The patient stated that he/she received erroneous results when testing with two different test strip lot numbers on coaguchek xs meter serial number (B)(4). This medwatch will apply to test strip lot number 29779211. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 27216411. The patient performed the following three sample measurements on the meter at the same moment: (B)(6). No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3 inr. The patient's product was requested for investigation. Relevant retention test strips (lot 297792 and 272164) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's strips were returned for investigation. The returned strips were measured with a retention meter in comparison to master lot strips using quality control material. Testing results: donor #1: retention meter and master lot strips: 3.7 inr, retention meter and customer strips: 3.6 inr. Donor #2: retention meter and master lot strips: 5.2 inr, retention meter and customer strips: 5.1 inr. The maximum difference between measurements with the same blood sample was 9 % all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297792) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.